Manufacturer narrative:
The pump had intermittent esc and up arrow button response due to moisture damage on the keypad traces. All operating currents are within specification. No battery out limit alarm or no off no power alarms were noted. No unexpected beeps were noted. No moisture damage on the electronic assembly was noted. The pump had a cracked reservoir tube lip, a cracked reservoir tube, a cracked case, minor scratches on the lcd window, and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 100 mg/dl. V advised discontinuation of the insulin pump. Nothing further reported.